Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements and the lead safety switch (lss) had been triggered due to a measurement greater than 2000 ohms. Additionally, an elevated threshold measurement of 1.9v @ 1.0ms was noted. A boston scientific technical services consultant discussed the observations with the caller and stated the upper limit for the alert could be reprogrammed to 3000 ohms if clinically appropriate for this patient. This lead remains in service and an adverse patient effects were reported. Additional information was received from the boston scientific local area representative that the upper limit for the alert will be increased at the patient's next follow up visit. No troubleshooting was performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Pacing impedance high out of range - increasing gradually is a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that pacing impedance high out of range - increasing gradually is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements and the lead safety switch (lss) had been triggered due to a measurement greater than 2000 ohms. Additionally, an elevated threshold measurement of 1.9v @ 1.0ms was noted. A boston scientific technical services consultant discussed the observations with the caller and stated the upper limit for the alert could be reprogrammed to 3000 ohms if clinical appropriate for this patient. This lead remains in service and an adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the boston scientific local area representative that the upper limit for the alert will be increased at the patient's next follow up visit. No troubleshooting was performed at this time. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements and the lead safety switch (lss) had been triggered due to a measurement greater than 2000 ohms. Additionally, an elevated threshold measurement of 1.9v @ 1.0ms was noted. A boston scientific technical services consultant discussed the observations with the caller and stated the upper limit for the alert could be reprogrammed to 3000 ohms if clinical appropriate for this patient. This lead remains in service and an adverse patient effects were reported.